Event description:
Customer reported that the t: slim x2 pump battery would not charge despite using the recommended charging accessories. There was no adverse impact to the customer's blood glucose level. Customer was informed that a replacement pump with updated software would be sent, and they were advised on the steps for returning the defective pump. Backup insulin therapy using mdi was arranged, and training for the new pump would be available to the customer.